Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Caller (mdt rep) reported patient reached out to him regarding unable to communicate with ins and had not recharged for several months. Caller met with patient yesterday to perform the physician mode recharge (pmr) and instructed patient to go home and recharge fully. Patient went home and recharged to 100% and then met rep today to clear power on reset (por). Ins charge level was 0%. Caller is unaware of any previous overdischarges. Patient did not bring recharger to appointment so unable to confirm charging. Patient was instructed to go home and recharge, rep will ask patient to meet back at office today to clear por. Patient needed recovery for an MRI. Asked caller event date and unknown (suspects recently, as MRI appointment has not been made yet). Discussed possibility of more than one od as a typical short term overdischarge does not deplete ins charge level this rapidly. Caller indicated they may replace ins after MRI after speaking with hcp. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep cycled the battery as recommended by customer service. Patient has effective therapy at this time.